Event description:
Note: no patient involvement. It was reported to boston scientific corporation that a rotatable snare was to be used during a polypectomy procedure performed in 2009. According to the complainant, during preparation, the cautery plug detached from the handle while attempting to connect the active cord. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if these is any further relevant information from that review, a supplemental medwatch will be filed.